Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, a definitive root cause for the reported events could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
It was observed during the device evaluation, that the distal end cover on the colonovideoscope was burnt. Additionally, the scope exhibited foreign material in the air/water cylinder and air/water tube. There was no patient involvement.